Event description:
It was alleged that patients were sliding off of the or tables due to the new multi-pads for the meditherm sliding.

Manufacturer narrative:
It was also stated the hospital is allegedly unable to effectively administer spinal anesthesia and its affecting their ability to put patients in unique surgical positions due to this alleged issue. The issue could not be confirmed as the model number, lot number, and further event details were not recorded. Multiple attempts to contact the reporter to obtain the model number, lot number, and further event details have been unanswered. Device not returned

Event description:
It was alleged that patients were sliding off of the or tables due to the new multi-pads for the meditherm sliding.